Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was planned to be implanted with a durasul alpha insert, hooded, kk/28. It was reported that during surgery, the liner did not lock into place in allofit shell after 15-20 minutes of surgeon's attempts. The surgery was completed with a 32mm ID liner which locked immediately after impacting.

Manufacturer narrative:
Additional: if follow-up, what type? Update: model #/lot #, device available for evaluation?, date received by MFR?, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the surgeon could not lock the durasul alpha 28 mm liner into place in allofit-s shell after 15-20 min of attempts. Eventually the surgeon implanted the 28 mm liner equivalent which locked immediately after impacting. Patient had 28 mm liner on contralateral side. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the durasul, alpha insert, kk/28 (ref. 01.00013.311) was received for the investigation. Articulating surface of the liner does not show any signs of deformation. On the flat front surface of the liner multiple scratches are visible due to the setting instrument. However, the snap fit area show almost no scratches or dents. The anchoring surface of the liner exhibits multiple type of deformation. 6 slight indents due to the contact of the metallic shell pins are observed, which implies that the surgeon tried to seat the liner for 3 times into the shell. The pole plug of the liner is significantly deformed and has multiple scratches on the tip. - to ensure the insert has correct dimensions, the relevant characteristic according to the inspection plan were measured with the caliper z 7568 and compared with the respective drawing. Characteristic no. 1 feature "diameter" -specification: 50.37 +0.05/-0.05 mm. -measured value: 50.39 mm. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - the surgical technique explains the correct procedure how to insert the linert: "bone or soft tissue remnants must not overlap the edge of the titanium shell as they may prevent the insert from snapping into position. The shell edge must be free from any tissue and particular attention must be paid to the posterior inferior bony edge of the acetabulum. Clean and dry the inner surface of the shell, connect the liner to the setting instrument, position the liner over the entrance plane of the shell and rotate clockwise. The peg of the polyethylene liner must be inserted into the pole plug hole. Complete seating of the liner with a light hammer blow." "If the liner can still be rotated after light impaction, this indicates mispositionning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. In such situation, remove the liner, clean both surfaces and introduce the liner back into the shell, making sure it is properly centered and repeat the seating procedure. Once the liner remains steady after light hammer blows, finalize seating with final impaction". Root cause analysis root cause determination using dfmea: - failure of connection between shell and insert due to insufficient snap geometry => not possible: snap geometry is validated. Moreover, a systematic issue with design and/or material properties would have been detected as part of a trend review. -difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug - possible: as the pole plug of the liner is significantly deformed. -difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell - possible: even though the damage of the polar thread of shell is not reported, since the shell was not received for the investigation this risk cannot be excluded. -difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis - not possible: as no pelvis fracture is reported. - failure of connection between shell and insert due to wrong pairing of components (wrong size) - not possible: as the metallic shell and the liner which could not be seated match in terms of size. -failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility - not possible: as the metallic shell and the liner which could not be seated are compatible with each other. -failure of connection between shell and insert due to wrong assembly procedure - possible: as the small imprints imply that the liner was not impacted into the shell correctly. Conclusion summary besides the possible risk factors outlined, it is possible that the soft tissue and/or debris located between insert and cup prior to implantation or the slight deformation of the metallic shell due to the very hard bone conditions might have played a role in the reported event. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).